Event description:
It was reported via repair work order that the bed lift hi/low was inoperable due to motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.